Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 06may2024 an implant registration card was returned from the user facility to indicate that onxace 27/29 serial number (sn): (B)(6) was explanted on (B)(6) 2023. The indication for explant is unknown.

Manufacturer narrative:
The manufacturing records for onxace-27/29 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Change order(s) for leaflet tuning are performed as a part of the standard manufacturing process. Onxace 27/29 sn (B)(6) was implanted on (B)(6) 2021 in a 45 year old male. A second on-x device was reported to device tracking on 6may2024 as implanted in the same position , same patient : (B)(6) 2023 onxace 27/29 sn (B)(6) with endocarditis being given as the reason for explant by the surgeon. On (B)(6) 2024 artivion representative s.s. Spoke with the surgeon on the phone, and they reported no deficiency with the valve and the reason for explant was endocarditis, while debriding they made the decision to explant the valve. This patient has a history of endocarditis and IV drug use. Because the on-x valve manufacturing process includes validated terminal sterilization prior to distribution¿verified by a review of manufacturing records unique to this valve¿the valve is unlikely to be the source of infection. The instructions for use (IFU) for the on-x valve states that reoperation, including explantation, may result from a complication, in this case, endocarditis, a known potential event acknowledged in the IFU. Though rare, historically, endocarditis occurs at a rate of 0.3 %/patient-year for mechanical aortic heart valves [iso 5840-2:2021]. The on-x valve manufacturing process includes validated terminal sterilization prior to distribution-verified by a review of manufacturing records unique to this valve-the valve is unlikely to be the source of infection. The instructions for use (IFU) for the on-x valve states that reoperation, including explantation, may result from a complication, in this case, endocarditis, a known potential event acknowledged in the IFU. Though rare, historically, endocarditis occurs at a rate of 0.3%/patient-year for mechanical aortic heart valves [iso 5840-2:2021]. Endocarditis is the root cause for the explantation of the aortic on-x valve, and the root cause of the endocarditis is IV drug use per the implanting surgeon. Because all on-x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. The surgeon reported that there was no deficiency with the valve; thus, a product failure mode is not identified. Severity and occurrence is not evaluated. Endocarditis is the root cause for the explantation of the aortic on-x valve, and the root cause of the endocarditis is IV drug use per the implanting surgeon. Because all on-x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. The surgeon reported that there was no deficiency with the valve. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 06may2024 from the artivion product tracking associate, s.p., received irc for patient with existing aortic implant. Please confirm that this is an explant. Per phone conversation on 10june2024 with artivion representative, s.s., the surgeon reported no deficiency with the on-x valve. The patient had endocarditis with history of IV drug use. While debriding, the surgeon chose to explant the on-x valve. No additional information forthcoming.